Event description:
A pt was double skin tested on 2/24/97 and 3/11/97 in the forearms and read as negative. The pt was treated on 4/2/97 with two formulations of collagen in the periorbital area of the lower eyelid, the glabella, the nesolabial folds, the scar on her chin, and the oral commissures. On approx 5/1/97, the pt noticed some itching and pinkness in the glabella which increased in intensity over the next 5 days. The periorbital areas became itchy, puffy and red as the symptoms intensified at the glabella. The physician diagnosed a hypersensitivity to collagen and suggested oral antihistamine on 5/1/97. The pt had not returned to the ofc as of 5/14/97.

Manufacturer narrative:
On 6/23/97, clinical report forms were received from the physician. The test site was also symptomatic. The oral antihistamine was effective. The symptoms were considered product related.